Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: hole in the sterile packaging. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be extreme shipping conditions, handling during unboxing, or storage conditions. The failure mode will be monitored for future reoccurrence. Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that there was a hole in the sterile packaging. There was no patient involvment and therefore no adverse consequence.